Event description:
During gastric sleeve gastrectomy, after the first load, there was slightly more bleeding than normally seen and it appeared that there was deformity of the stapler. The jaws were not aligned. The surgeon noted the first staple line was even and intact, however included running sutures over the area to ensure it is intact. The bleeders along the staple line were hemoclipped. Approximate blood loss was 30ml.